Event description:
The nurse reported a sys message displayed during set up. They re-booted, but the message persisted. A loaner was obtained from the company sales rep. Their case load was extended by 1.5 hrs as they waited for the loaner to arrive. One case was cancelled as a result of the extended schedule. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the sys and confirmed the sys message reported. The worn solenoid spacers were replaced and disposed of in the field. Preventive maintenance was performed. The sys was then tested and met all product spec. A review of complaints for the last 24 months did not indicate any add'l related reports or related service requests for this sys. (B) (4). (B) (4). (B) (4).